Manufacturer narrative:
An ocd field engineer visited the site and identified a partially occluded reagent metering probe. The ocd field engineer performed maintenance on the analyzer returning the instrument to expected operation.

Event description:
The customer contacted ocd for the occurrence of analyzer condition codes indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.